Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, ubd: 09-jan-2011, UDI#: (B)(4), product type: extension. Product ID: 3389s-40, lot# : v023165, implanted: (B)(6) 2007, explanted: (B)(6) 2018, ubd: 07-dec-2009, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had swelling and a sore present behind their ear near their dbs system. The skin was breaking down with infection. It was noted this was related to their device/therapy and not related to the implant procedure. Initially, medications were administered however eventually the system was explanted and not replaced. The event was noted as ongoing. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.